Event description:
It was reported while using bd safe-clip¿ the product was not clipping. There was no report of patient impact. The following information was provided by the initial reporter translated from spanish into english: custodian refers that the needle-cutting device is failing and likewise indicates that she believes that suddenly a needle was left stuck and that is why it does not work.

Manufacturer narrative:
The manufacturing location for this product is (B)(4).this site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Manufacture name city and state: medical device expiration date: unknown. Device manufacture date: device manufacture date: unknown. Adverse event problem. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action or situation analysis is required at this time.